Manufacturer narrative:
Returned newton cycler was tested and the reported symptom of incorrect 24 volt alarm was not confirmed. Simulated treatment was completed without any indications of incorrect volumes being delivered. The data sheets reflect the programmed treatment settings. The weighted and displayed volumes were within specification. Per the fresenius clinica evaluation: patient was seen the next morning by his medical doctor who reported no ill effects from the incident. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between (B)(6) 2011 to (B)(6) 2013.

Event description:
Home peritoneal dialysis patient called tech support to complain of a 24 volt alarm. He then reset the cycler and filled again. Complaint of feeling bloated due to doing 2 fills in a row. Patient called his peritoneal dialysis nurse who came and did a manual drain obtaining 4300ml.